Event description:
It was intended to use an endeavor resolute rx drug eluting stent to treat a lesion in the lad which had 80%stenosis. The device was prepped before use. During the surgery, the lesion was pre-dilated but the endeavor resolute device could not pass the lesion. The physician used a new device to complete the surgery. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the device was returned for analysis. The proximal section of the stent was damaged with stretched and raised struts present. No damage noted to the distal or middle stent segments. The distal tip of the device had no evidence of damage. Please note that this device (endeavor resolute) is distributed outside the united states: however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patients condition affected the effectiveness of the device (patient lesion morphology- 80% stenosis). Inherent risk of procedure (stent deformation). Deformation problem (stent deformed). Evaluation conclusions: device failure related to patient condition (patient lesion morphology- 80% stenosis). Inherent risk of procedure (stent deformation). (B)(4).